Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). The review of the DHR was not performed as the lot number was not provided. Trending analysis was not performed as the lot number was not provided. The sra indicates the risk with a quality problem with no impact to safety is "low." The product was not returned; therefore, no visual analysis was performed. The sterrad ® unit was not likely the cause since the cycle did not cancel. The likely assignable cause of the issue can be attributed to user error as the customer stated they were exposing the ci strips to light. The customer was advised to follow the instructions for use (if) for proper storage instructions which state to keep away from light. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name: the correct brand name is sterrad® chemical indicator strip. Common device: the correct common device is indicator, chemical. Catalog number: the correct catalog number is 14100.

Event description:
A customer reported a sterrad chemical indicator strip did not change color correctly after a completed sterrad&#59406;x cycle. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly.